Event description:
It was reported to globus that a creo threaded preassembled polyaxial head popped off the bone screw. No revision surgery is scheduled. Patient had initial l5-s1 posterior lumbar interbody fusion utilizing creo preassembled threaded screw system. Initial surgery was (B)(6) 2014.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt for evaluation, and a thorough investigation could not be completed as no part number or lot number was provided. No evaluation could be performed as the implant remains in the patient. A supplemental report will be provided if and when a revision surgery is required.